Event description:
The event is reported as: complaint alleges: attempt was made to catheterize patient and the catheter was faulty with the stylet piercing through device. Additional info has been requested but not received in time for this report.

Manufacturer narrative:
No sample or lot # is available for investigation.